Event description:
It was reported by the distributor that during a tur procedure, the pt sustained an electrosurgical burn on the lateral surface of the right thigh were the ground pad had been placed. A photo was submitted of the burn.

Manufacturer narrative:
The actual ground pad was returned with the photo of the burn. A report was also submitted from the hospital stating that, "the ground pad was found to have nearly fallen off the pt and was reattached using tape. The electrosurgical effect of the electrosurgical devices was noted to be greatly diminished." The lack of skin contact, re-applying the ground pad and loss of surgical effect are all addressed in the insert. The electrosurgical burn was due to failure to follow the directions for the use of this device. We consider this investigation complete and the complaint closed.